Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event after announcing a ¿more than usual¿ breakfast following training. Bg dropped from 115 mg/dl to 40 mg/dl within an hour. The user treated with orange juice and glucose tablets, assisted by their wife. Review showed similar post-meal drops earlier that morning. Follow-up confirmed bg had risen to 131 mg/dl and stabilized. The lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected. The user's reported symptoms during the event included sweating. No medical intervention was reported at the time of call.